Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed with no issues noted. There was no visible particulate found in the cassette underwater pressure test was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed in homechoice cassette. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.